Manufacturer narrative:
The analyzer serial number was requested, but not provided. Calibration and control data were acceptable. The investigation is ongoing.

Event description:
The initial reporter stated they received questionable results for 165 patient samples tested with creatine kinase-mb on an unknown cobas pro analyzer. The customer suspected the samples contain interferents since the ckmb results were higher than the ck values. Refer to the attachment for all patient data.

Manufacturer narrative:
The customer provided additional patient data for approximately 20890 patient samples tested between (B)(6) 2024 and (B)(6) 2025. From the customer analysis of this data, 3.9 % of all samples had ckmb results that were greater than the ck values. An additional 5.31 % of the ckmb results were between 70 % and 99 % of the ck results.

Manufacturer narrative:
Upon review of alarm trace data, an unusually high amount of sample related alarms were observed including abnormal aspiration and sample short alarms. It is plausible that with increased ckbb the ckmb value can be higher than the ck value. A review of test performance data showed no change in test performance. A review of 2024 and 2025 data showed no violation of specifications. There has been no change in the performance of the assay. The investigation did not identify a product issue.